Event description:
It was reported that this pacemaker exhibited out of range pacing impedance measurements of less than 200 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which put device in unipolar configuration. There were stored episodes of noise from myopotentials which was oversensed. No asystole greater than 2 seconds was observed. Technical services (ts) analyzed presenting electrogram (egm) and provided troubleshooting options including device reprogramming. No adverse patient effects were reported. Currently, this device remains in service.